Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no issues that could have caused or contributed to the reported issue. A system error 345 occurred during preventive maintenance testing at baxter puerto rico. The system error 345 was not reproduced. The cause was identified to be a failing ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.